Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer states that she tried switch to a new battery and now pump is not turning on. The customer was assisted with troubleshoot and customer states cracks on upper right corner. Customer states successfully assisted with pump rest and received battery out limit which is as expected. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for